Manufacturer narrative:
The user reported discrepancies between bg and sg readings. After receiving assistance from the clinical specialist during a 1:1 call, the user was educated on the calibration process and best practices. Although the user was unresponsive to customer care's attempts to follow up on the issue, the case was escalated. Based on review of the available data, support saw that the data was limited due to non-usage of the system since the end of december 2025, and gaps in data due to calibration past due and calibration expired. As the user did not resume usage of the system until january 07, 2026, there was not enough data to evaluate the users' concerns. The user was advised to continue using the system consistently, if possible, entering calibration when glucose is stable, if possible, for at least a week. The user later reported that the issue was resolved, so no further actions were required. Upon dms review user was actively using the system with information up to date.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.